Event description:
It was reported that during testing prior to implant, the atrial lead would not seat into the device. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a header issue was confirmed in the laboratory and was found to be caused by the atrial set screw backing out of it's set screw bore. When tested on the bench, the atrial set screw would not secure the atrial test lead into the header. Once the atrial set screw was put into it's bore, it was able to secure the test lead and no damage was found on the set screws.